Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 60-year-old male was implanted with an impella 5.5 as a bridge to transplant. A hematoma started to form and has slowly gotten worse even with pressure. The patient had a hematoma evacuation. Systemic heparin was stopped, and purge was switched back to sodium bicarb. Patient received his heart transplant.

Manufacturer narrative:
The investigation into the access site bleeding issue has been completed. The device was not returned for investigation. As per clinical, patient had hematoma around impella with calcified vessel conditions in axillary. Hematoma evacuation surgical intervention was done. The cause of the access site bleeding issue was most likely patient condition related with patient having calcified vessel leading to bleeding around sheath per clinical review.